Event description:
Reported as: nosecone broke off onto wire. Nosecone was maneuvered into the sheath and sheath was removed.

Manufacturer narrative:
Device not returned to manufacturer for evaluation. Additional information: reference IFU for appropriate warning regarding wire prolapse. Warning: never advance the distal tip of the catheter near the floppy end of the guidewire. A catheter advanced to this position may not follow the guidewire when it is retracted and cause the guidewire to buckle into a loop. If this occurs, catheter and guidewire should be removed together to prevent potential damage to vessel walls. If resistance is still felt, the sheath should be removed as part of the unit.